Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. The philips service engineer (se) inspected the device. The se replaced the power switch and the ventilator passed all testing.

Event description:
It was reported that the ventilator power switch would not flip. There was no patient involvement. The event date was not specified; estimate used.